Manufacturer narrative:
Internal reference: (B)(4). Facility declined to provide patient information. No tests/laboratory data available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a therapeutic peripheral procedure, the image disappeared. The procedure was successfully completed with a second of the same make and model. Visual, microscopic inspection, and functional testing were performed on the returned device. Portions of the device were observed to be missing. The device was recognized by the system and displayed an incomplete image. The probable cause of the reported failure is compromised electrical connections due to the bend at the scanner body. The probable cause of the observed missing material could be damage to the device. Strain, impact, and forces associated with use and handling can affect the integrity of the device. It could not be determined when or how the cause of the damage occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because portions of the device were observed to be missing, it could not conclusively be determined when the separation occurred. There is a potential for harm if the malfunction were to recur.